Event description:
Excessive vaginal itching problem. Did the problem stop after the person reduced the dose or stopped taking or using the product? No; did the problem return if the person started taking or using the product again? Yes. Frequency: every 6 hours; how was it taken or used? Vaginal. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: monthly cycle.